Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they was good impedance for all bipoles except the monopoles were question marks. Mdt rep had tested impedance up to 2.5 volts 300pw. Technical service(ts) suggested running impedance at 2 volts 90pw, which cleared up impedance for monopoles, however 0 <(>&<)>1was greater than 4k ohms. Troubleshooting resolved reported issue and patient had bodily response to stimulation there was no symptoms reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated that the cause of the high impedance was unknown. No further complications were noted or anticipated.